Manufacturer narrative:
Thus-far, attempts by adc to retrieve the product have been unsuccessful. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "sensor ended" message with the freestyle libre 2 sensor. Due to the sensor error the low glucose alarm could not trigger when customer became hypoglycemic, and the customer required treatment of glucagon injection by a third-party. There was no report of death or permanent injury associated with this event.